Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product was not returned for the product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00885. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the technician noticed that a benchmark delivery catheter (benchmark) leaked from a pinhole about four inches distal of the hub. The physician therefore opened and flushed a new benchmark, however the same leaking was noticed. The procedure was therefore completed using a new benchmark.